Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique resulting in peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred (the patient made a mistake). On (B)(6) 2010 the patient was diagnosed with peritonitis. No peritoneal analysis or culture was performed. Dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It is unknown if the peritonitis was resolving. The nurse believed the peritonitis was not related to the dianeal therapy, but due to a break in aseptic technique. (B)(6) 2010, the nurse provided the following information: on (B)(6) 2010, the patient expired. The listed cause of death was cardiac arrest. It is unknown if the patient was hospitalized prior to the event. It is unknown if an autopsy was performed. Dianeal pd2 therapy was ongoing at the time of the patient's death. The event of peritonitis had not resolved prior to the patient's demise. The reporter believed that the fatal event of cardiac arrest was not related to the dianeal therapy.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of break in aseptic technique and peritonitis in a patient. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010 the patient was diagnosed with peritonitis. Peritoneal dialysis therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It is unknown if the peritonitis was resolving. The nurse believed that the peritonitis was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.